Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 15mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon seventh inflation at 10 atmospheres. The device was removed without any problem and the procedure was completed with another of the same device. No patient complications were reported, and patient was in good condition after the procedure.